Manufacturer narrative:
Reference record (B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date in 2022, a patient in kuwait underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. In sep 2022 the patient's daughter reported that the patient experienced stoma site infection with redness and discharges around the site. The patient went to a clinic and was prescribed 1gm of oral augmentin bid for 5 days and treatment with fucidin ointment and normal saline for dressing. At the time of report, the stoma site now was recovering.